Manufacturer narrative:
The number of events has been updated to include an event previously reported on MFR report # 0001831750-2026-99031 following the completion of an investigation. The device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. Evaluation results findings (components/results). 1 device: appropriate term/code not available/no findings available . 2 devices are still pending evaluation.

Event description:
This report now summarizes 8 malfunction event(s), instead of 7.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 4 device(s) was/were functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. Evaluation results findings (components/results). 1 device: hydraulic system / mechanical problem identified. 2 devices: hydraulic system / wear problem. 1 device: hydraulic system / device migration. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. Evaluation results findings (components/results) 1 device: appropriate term/code not available / no findings available. 2 devices are pending evaluation. Evaluation results findings (components/results) 2 devices: insufficient information / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1-december 31, 2025. This report summarizes 7 malfunction event(s), where it was reported the device experienced drifting down slowly. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
1 device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Evaluation results findings (components/results) 1 device: hydraulic system/mechanical problem identified 1 device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. Evaluation results findings (components/results) 1 device: appropriate term/code not available/no findings available.

Event description:
No new information.